Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the elite colonovideoscope exhibited foreign material in the nozzle and a foreign body in the forceps channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.new information added to the following fields: h3 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the nozzle (appeared to be silicic acid and organic silicone e.g., antifoam agent derived from a drug) and foreign material in the biopsy channel (appeared to be a cleaning brush) could not be determined since there was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign material remained.the event can be detected and prevented by handling the device in accordance with the following instructions for use: "inspection method is described in the operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection.prevention method is described in the reprocessing manual for gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories).inspection method for the suggested event is descried in the reprocessing manual, ¿chapter 5 item5 clean the external surfaces¿.olympus will continue to monitor field performance for this device.